Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium prime framing coil was used for framing as the first coil in an unruptured cerebral aneurysm. A phenom17 microcatheter was used to approach inside the aneurysm, and the product was used with a simple technique. Because the neck was wide and the coil loop protruded into the parent vessel, the procedure was switched to balloon assist. The coil was temporarily retrieved outside the body, and the balloon was guided near the neck. The microcatheter (mc) was again approached inside the aneurysm, and when attempting to use the product (coil), resistance was felt when inserting from the introducer into the microcatheter, so use was discontinued. A new coil of the same model and size was used instead. Under balloon assist, the coil was inserted and detached. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an unruptured, saccular, right internal carotid (ic) paraclinoid aneurysm with a max diameter of 7 mm and a 6 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The reported device was prepared as indicated in the instructions for use (IFU). Ancillary devices included 6f fubuki xf guiding sheath, phenom 17 microcatheter, and synchro select soft guidewire.